Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was lymphadenopathy. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿problem in lymph nodes; they became enlarged¿, ¿nodules; nodule appeared on my left breast between the armpit and breast itself¿, ¿severe pain in the body¿, ¿malaise¿, ¿found some type of virus. The virus moved to the thorax and neck; after this I always become sick¿, and ¿has caused a great deal of stress¿. The device remains implanted.